Event description:
It was reported that the customer's pump had issues with starting. The customer's insulin pump would not start up. The customer had experienced this issues a couple of time prior. Advised customer to contact the hospital for a new insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates; the insulin pump functioned properly. No blank display, display anomaly or pump start up anomaly noted during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.